Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant with mtx surface (tsvb16) was returned for investigation. Visual evaluation of the as returned implant identified, fractured collar, damaged threads and bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the implant was fractured. Pre-existing conditions noted on the per were bruxism, clenching, and moderate bone density type ii. The reported device had been placed on tooth # 6 for approximately 13 years. X-ray or picture images were not provided. DHR review for the lot (60495912) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot (60495912) and no similar event or complaint was found. January post market trending was reviewed and there were no actionable trends or corrective actions for the reported events or device. Therefore, based on the available information, device malfunction did occur and the reported event of implant fracture was confirmed. However, bone loss could not be verified since x-ray or picture images were not provided by the customer. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4). Additional PMA/510(k): k011028, k013227.

Event description:
It was reported that implant (tsvb16) was removed due to fracture at tooth location 6. Bone loss was also reported. Site was bone grafted.